Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient unhappy with near vision & distance vision. Clinical reason for explant was mentioned as poor best corrected vision patient unhappy despite yag capsulotomy. The iol was exchanged for monofocal lens model 4 months following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that the patient was not hospitalized for the event and there was no patient harm. The symptoms were resolved to the patient. As per the surgeons opinion despite the iol looking normal and all other eye structures looking normal (cornea, retina, etc.) Patient was not able to achieve best corrected vision better than 20/40. In the absence of another ocular reason, the iol was the only other variable to eliminate so it was decided to exchange the iol.